Event description:
Facility reported: unable to get the device to lock in place. Employee encountered a needle stick injury and was sent to (B)(6) medical center for post exposure protocol. Health care worker information: (B)(6). Gender: female. (B)(6).

Manufacturer narrative:
This complaint was filed as MDR due to reported needle stick injury incurred to health care worker whereby she was brought to emergency department for testing as per clinic's procedure, though the patient did not have any communicable disease. Due to the unavailability of defective sample, jmss is unable to clarify the actual defect and cause for this complaint. Review of DHR and preserved samples showed that no discrepancy was reported of similar defect or any defects that would affect the retraction performance of the set. We believe that this might be related to end user's usage method of the product. Based on e-mail received from jmsna dated 07/01/2010, the facility recently started to use sysloc mini. This is one of the recently converted clinic that did not receive education prior to conversion. Conclusion: based on the manufacturer's investigation, they could not identify any root cause of such defect in their manufacturing process. Due to unavailability of the defective sample, the manufacturer is unable to clarify the actual defect and cause for this complaint. The manufacturer would like to encourage end-user to provide the defective sample so that an in-depth investigation can be conducted. Review of device history records (DHR) and preserved samples showed that no discrepancy was reported of similar defect or any defect that would affect the retraction performance of set. The manufacturer believes that this might be related to end-user's usage method of the product. The manufacturer would like to recommend end-user to follow the needle retraction method mentioned in instruction for use (IFU). Based on the results of jmsna's clinical affairs coordinator investigation and on site in service, there was no evidence of a manufacturing defect that contributed to this complaint event. It was determined that the event was due to an educational deficit prior to converting to the sysloc mini. Jmsna's clinical affairs coordinator provided clinical support to the facility on 06/29/2010. Information on how to obtain additional instruction via education videos as well as troubleshooting tips were provided directly to the facilities clinical manager.